Event description:
The home pt (hp) reported being overfilled with fluid while using the homechoice cycler for apd therapy. The hp had experienced "low drain volume" alarms and bypassed them, after which pt felt overfilled with fluid. The hp placed the cycler into a manual drain and removed 5922mls of fluid, after which pt continued apd therapy with no further difficulties reported. According to hp's healthcare professional, there was no pt injury or medical intervention as a result of this incident.